Event description:
During refurbishment of the pump in the baxter service department, the pusher block was found to be disengaged from the lead screw. This would cause a non-delivery situation with the pump. There are no reports of pt involvement in regard to this issue. No additional info is available in regard to non-delivery issues on this pump.